Event description:
It was reported that during an implant, no capture and high lead impedance were observed. Connections were checked but the impedance remained high. Lead was repositioned and the same anomaly was observed. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The field experience of no capture and high impedance measurement anomalies were not confirmed in the laboratory. Analysis was normal and no anomaly was found.